Manufacturer narrative:
**It has been determined that this is not a valid complaint as there was no alleged malfunction of the iabp. The customer made a request for preventative maintenance; therefore, the complaint will be cancelled in our database. Please deem the initial MDR previously submitted as cancelled.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was out of preventive maintenance (pm) compliance and that the pm was not completed per contract yet. There was no patient involvement or adverse event reported. ***it has been determined that this is not a valid complaint as there was no alleged malfunction of the iabp. The customer made a request for preventative maintenance; therefore, the complaint will be cancelled in our database. Please deem the initial MDR previously submitted as cancelled.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was out of preventive maintenance (pm) compliance and that the pm was not completed per contract yet. There was no patient involvement or adverse event reported.